Manufacturer narrative:
A siemens customer service engineer (cse) contacted the siemens customer care center (ccc) to report an injury. The cse stated just prior to the injury he finished the tip loader alignments and the software window indicated the task completed successfully. The cse stated the door bypass tool was in place at the time of the injury. He hovered his hand over the opening of the reagent shutter door to check if the reagent compartment was cool. The reagent compartment started unexpectedly and his hand was caught in the shutter door. The instrument was in the service diagnostics mode when the incident occurred. The cse was not exposed to biohazardous materials. The cause of the unexpected reagent shutter movement that led to the hand injury is unknown. This is an isolated event. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
A siemens customer service engineer (cse) received an injury to the hand while servicing the reagent shutter door on an atellica immunoassay (im) 1300 instrument. The cse was taken to an emergency room and given five stiches for the hand injury and an x-ray. There are no known reports of adverse health consequences due to the injury on the cse's hand.